Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized and the keypad on her insulin pump had been unresponsive. The customer stated this was an ongoing issue with the insulin pump. Details about the hospitalization were not provided. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection.